Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone c all that they experienced hyperglycemia and insulin pump was not delivering insulin. The customer¿s blood glucose level was 400 mg/dl and 323 mg/dl. The customer was treated with manual shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer reported that the self test passed. The device will be returned for analysis.